Event description:
It was reported that an alert was generated for left ventricular automatic threshold (lvat) detected as greater than programmed amplitude or suspended. Review of the presenting electrogram showed lv loss of capture. The most recent lv thresholds were measured at 4.5v and 5.0v. Left ventricular output programmed to trend 4.0v. Lead assessment with a programmer was recommended. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.